Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had some unexpected downtime. A technical support specialist remoted into the system and identified that database logs were configured on the c drive; moved logs to the d drive and confirmed that the downtime was caused by structured query language (sql) errors. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had downtime. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.